Event description:
It is reported that the patient was revised due to pain, osteolysis, wear, breakage, adn potential failed locking mechanism.

Manufacturer narrative:
This report will be amended when our investigation is complete.